Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not think the pump was delivering the appropriate amount of insulin as the customer's blood glucose (bg) level was high (400-500 mg/dl). Another pump was used to deliver a correction bolus and the bg level was lowered to the target range. The customer reverted to using another pump to manage diabetes and declined tandem technical support's offer to troubleshoot.